Manufacturer narrative:
The customer declined to have the service representative address the system issue and it appears it was corrected by the customer. No further information is available.

Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.